Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 405 mg/dl. The customer reported changing the infusion set and not getting any insulin. The current blood glucose level was 400 mg/dl. The customer had no symptoms. The customer did treat the high blood glucose level with the insulin pump. The customer states an insulin pump possible under delivery. The customer did troubleshoot the issue and found the high-pressure test failed twice. The insulin pump or the infusion set will not be returned for analysis.